Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that the patient's fractured trial lead was left in the patient. During patient's permanent implant procedure, imaging showed an abandoned trial lead. Once the lead was removed completely it was evident that the lead fractured and was not removed at the patient's lead pull appointment. Lot #'s used in trial were (va2mwz6041 and va2m9nf012). It is unknown which lot was abandoned/fractured. The issue was resolved.